Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number. Na.

Event description:
This is filed to report the clip opening while establishing final arm angle it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and the leaflets were successfully grasped. However, the clip failed to establish final arm angle (efaa) and opened to roughly 40 degrees. Troubleshooting was performed, but the issues continued to occur. Therefore, the clip was removed and replaced with another xtw. The leaflets were successfully grasped, but the clip failed efaa as well. The clip was removed and an additional xtw was successfully implanted without issues, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and without the device to analyze, a cause for the reported clip opening could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.